Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and also had no delivery alarm. Customer reported that, her blood glucose was so high and reservoir was getting low. The blood glucose was 323 mg/dl when she first noticed. Customer changed out both her infusion set and reservoir and has not had he issue since then. Customer reported that, the alarm did not occur during manual prime. Customer reported that the no delivery alarm was resolved by changing complete set infusion and reservoir. Customer declined troubleshooting of the high blood glucose. Customer bolused with insulin pump to treat high blood glucose. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.